Event description:
Boston scientific received information that the patient with this device presented to the emergency room after receiving fifteen inappropriate antitachycardia pacing and shocks in one hour. An internal technical service consultant was contacted. As the patient with this device has a slow ventricular tachycardia; programming options were provided. No further patient symptoms were reported. This device remains implanted and in service.

Manufacturer narrative:
As this device was reprogrammed and remains in service, no further information is expected at this time. Should additional information become available, this event will be updated.